Manufacturer narrative:
An event of material deformation was reported. The delivery system was returned with bent damages on the inner shaft. No deformation of material or other anomalies were found. Information from the field indicated that due to significant calcification, sufficient expansion could not be achieved. The valve was able to be retracted and implanted different new device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed including the valve meeting stent radial force specifications, and the product met all specifications. The reported material deformation appears to be related to patient anatomy (excess calcium). There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. The length of the membranous septum was 2.0mm and there was calcification was confirmed from the annulus to the sub valvular to left ventricular outflow tract (lvot). The annular dimensions of the native valve were diameter of valsalva 33mm, perimeter of annulus 80mm and ascending aorta diameter 35mm. During procedure, a pre-dilation was performed with a 22mm non-abbott balloon. Due to significant calcification, sufficient expansion could not be achieved and the valve size was reduced into 27mm. A new 27mm navitor vision valve was chosen. During the deployment, it was noted that the tip of the delivery system was also tapered, and for safe deployment a new large flexnav delivery system was chosen. While in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the non-coronary cusp (ncc). The final implant depth at ncc was 2mm and left coronary cusp (lcc) was 5mm. There was a prolongation in the procedure time, but it had no impact on the patient¿s outcome. The patient was reported stable.